Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2006; (B)(6) 2014. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent partial right knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left partial knee arthroplasty on (B)(6), 2009. Patient experienced mild effusion in both knees, moderate left knee swelling that increased with activity, lateral left knee pain and the progression of arthritis into the lateral compartment of left knee. Patient underwent a lateral left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision of both left partial knees on (B)(6) 2014 due to unknown reasons. During the procedure, a total knee system was implanted.